Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Device problem already known, no evaluation necessary.

Event description:
It was reported the ipg was unable to communicate with the patient controller after the patient underwent an unrelated surgical procedure on (B)(6) 2019. Troubleshooting was attempted to no avail. Ipg was explanted on (B)(6) 2019.